Event description:
Unplugged pca pump and the unit turned off, stopping continuous infusion for sedation and pain control. Required key to restart device and reprogramed to return to function. Down for 5 min. Pump was plugged in since 1900 the day prior.